Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an exploratory laparotomy using the subject device with esg-400, usg-400 and td-tb400, the tissue pad was separated off. There was no fragment. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The device has not been returned to olympus yet. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the grasping section was partially peeled off. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection]high-frequency output. [Inspection]appearance. From the physical investigation result and past cases, it is likely occurred the peeling of the tissue pad by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual. No other information could not be obtained. A supplemental report will be submitted, if additional or significant information becomes available at a later time.